Manufacturer narrative:
The reported events of premature discharge of battery and longevity anomaly were not confirmed. The device was received with battery voltage above elective replacement indicator (eri) voltage level. Review of device image indicated that auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis was performed and indicated normal functionality. Further evaluation at various pulse amplitude measured current level within normal range and no indication of premature depletion noted. A longevity assessment was performed, based on average drain current, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the remaining longevity of the device was lower than expected. Premature battery depletion and overestimation were alleged. The device was explanted and replaced to resolve the event and the patient was in stable condition.